Manufacturer narrative:
Only the replaced portion of the driveline was returned. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files confirmed speed drops below the low speed limit on (B)(6) 2022. There were high powers noted during the speed drops. A driveline repair was performed on (B)(6) 2022. The removed section of the driveline would return for evaluation.

Event description:
There were speed reductions seen on 22feb2022 at 20:57 while connected to the power module. Driveline faults and a pump stop were recorded and associated to repair. A review of the log files revealed a no external power event on 27jan2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline did not identify a compromise in the driveline that could have contributed to the reported low speed events; however, evaluation of the submitted log file confirmed the reported these events. The submitted log files captured the pump operating at a fixed speed of 9200 rpms with a low-speed limit of 8600 rpms. The log file captured 20 low-speed operations on 30jan2022, 02feb2022, and 22feb2022 while the patient was supported by the power module. The pump speed fell to as low as 5830 rpm, and power elevations as high as 15 watts were captured during the low-speed operations. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, this was not identified through the evaluation of the returned driveline. No other atypical events were captured. A distal-end driveline replacement was performed on 23feb2022 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The pins of the metal connector were unremarkable. The silicone jacket was unremarkable. Upon removal of the outer silicone jacket, the bionate layer was slightly discolored, however, no damage was observed. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed approximately 0", 2.5", 3.5", 5", and 7"¿ from the metal connector. Visual and microscopic inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 13mar2019. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.